Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced a "replace backup battery alarm" on the controller. The alarm spontaneously disappeared while in route to clinic. The site detailed the alarm occurred multiple times despite the backup battery being changed. The controller was exchanged in clinic. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. The system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted (B)(4) for review as well as downloaded (B)(4) for review with events spanning approximately 1 day ((B)(4)2020 per time stamp). Backup battery fault alarms were active due to a load test failure on (B)(6)2020 between 01:10:42 ¿ 17:05:45. When the backup battery first failed the load test, it was not captured in the log file. The alarm cleared on its own. Pump operation was not affected. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.